Event description:
Info received indicates the bed lost ground.

Manufacturer narrative:
The technician found the ground pin missing from the power cord plug. The technician replaced the plug to repair the bed.